Manufacturer narrative:
This event is being reported to the food drug and administration late as part of our aging compliant remediation. Intuvie received a report indicating that the pump allowed air to pass beyond the air-in-line sensor. The device was returned for evaluation, and during the investigation, the pump passed all functional tests, with no issues observed. The reported air-in-line sensor malfunction could not be identified. A review of the serial lot number history indicated no similar complaints associated with this device. However, the failure mode could not be confirmed, and the cause remains undetermined.

Event description:
Healthcare professional reported pump allowed air past the air-in-line sensor. Medication being infused was unknown. No patient injury reported.

Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.